Event description:
Per the clinic, the recipient developed an infection over the mastoid area and skin necrosis. The patient underwent a course of intravenous antibiotics and oral antibiotics (specific duration not reported) in an attempt to control the infection. Despite treatment, the infection persisted, and subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.